Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter had incorrect results in the meter memory. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the device issue occurred in (B)(6) 2015. The patient manages his diabetes with an insulin pump and continued to administer her usual dose of medication in response to the alleged issue. The patient denied developing any symptoms, however stated that in (B)(6), she had blood glucose tests performed on freestyle meter, but could not specify the results and that she visited her doctor¿s office where she was advised to ¿call back for a meter replacement¿. During troubleshooting, the cca noted that there was no apparent misuse of the meter and it was not the first time it had been used. Replacement products were sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute exacerbation of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.